Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history records (DHR) could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Iris touch has been reported to be transient, and sample a are not returned for investigation because the shunts had remained in the patient eye, as is in this case. Choroidal detachment is a known transient complication, not device related. It is mentioned as such in the directions for use (dfu). The root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that on the first day following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris. The following day, the gfd was still touching the iris and a serous choroidal detachment occurred. Approximately 5 weeks later, the gfd was not touching the iris. The gfd was positioned in the trabecular meshwork, a retinal tear was observed requiring retinal photocoagulation laser treatment. Additional information has been requested.